Event description:
The event occurred in australia during priming. It was reported that an alarm was displayed that the battery capacity needs to be checked. The battery charge level were uneven, battery 1 at 97% while battery 2 had 98%. Both batteries were affected. No harm to any person has been reported. As both batteries were affected, there is no back-up power supply in the event of ac power failure during treatment. Therefore, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that an alarm was displayed that the battery capacity needs to be checked. The failure occurred during priming. Both batteries were affected. No harm to any person has been reported. A getinge technician was sent for investigation on 2026-05-26/29 and 2026-06-02. The technician confirmed that the batteries were different charge levels. Battery 1 had 97% and battery 2 had 98%. The batteries had a spanner symbol on them, meaning that the battery calibration was needed. The technician removed the batteries and placed them on an external battery charger and after a few hours the battery charger indicated that the batteries were defective. The batteries were replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: no power supply and battery fails caused by e.g.: insufficient remaining battery capacities. Battery is not recharging (ext. Dc supply too less energy, unstable external dc supply). Input circuit of cardiohelp device. Incorrect voltage measurement. Battery defective. Too low running battery voltage. Too low running time battery. Failed battery calibration. The complaint information was transferred to the internal nonconformity process. The nc implements that due to longer standby time of the cardiohelp the battery capacity suffers. This leads to following: strongly deviating capacity levels of the devices - batteries locked for charging failed battery calibration with 'timeouts'. - excessive self-discharge. Apparently causeless deep discharge. The root cause is a non-conformity of the coulomb counting method for determination of the state of charge. The cardiohelp system has two redundant batteries with 2 separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a high level of safety. According to the instruction for use, chapter "check before every use", the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The calibration of the batteries has to be performed at least every 4 months as described in the IFU chapter ¿calibrating the batteries¿. If not used during transportation the batteries are a backup power supply for the ac/dc power supply via cable. The review of the non-conformities (nc) has been performed on 2026-05-27. The device was manufactured on 2021-11-12. Following ncs regarding the reported failure were found: nc - battery capacity and charging problem. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "both batteries need charging capacity check" could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the australia market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.